Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that upon clipping the cystic duct, the clip transected the duct. The surgeon had to place sutures. The procedure was extended one half an hour.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974340. Visual inspections & results: clip in jaw, no; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .174 lockout functional, yes and number of clips fed and formed, 17. Analysis conclusion: based upon the inquiry info received, visual examination, and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as desinged. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.